Event description:
Additional information received from a healthcare provider (hcp) indicated no diagnostics were performed related to the ulceration over the pump. The pump site was changed and the cause of the ulceration was "local trauma related to belt".

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen 2,000mcg/ml, 180mcg/day, for intractable spasticity. The patient had a normal pump replacement on (B)(6) 2015 due to pump end of life; a 40ml pump was implanted. A few weeks later, in (B)(6) 2014, the patient developed ulceration over the pump and it was replaced with a smaller (20ml) pump. The patient's medical history includes head/brain injury. Additional information was requested regarding troubleshooting/diagnostics performed, other actions/interventions taken, and the cause of the ulceration over the pump. A supplemental report will be submitted if additional information is received.